Event description:
The customer reported that approximately 2 cc of diluent leaked from the lh750 instrument and onto the counter. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced actuator #57 (vl57a) that was sticky and causing the bellows assembly to overflow. This resolved the issue. The failure mode identified is likely to cause erroneous results for all parameters due to sample dilution or carryover caused by probe/needle drain vacuum malfunction. (B)(4).